Event description:
Follow up information received reported the physician took x-rays which revealed that the right lead had migrated completely out the epidural space. The left lead had "pulled down" but was still in the epidural space. Impedance measurements taken showed values of >20,000 ohms on all 16 electrodes with 3 of the electrodes showing >40,000 ohms. It was reported that it appeared that one of the anchor wing/loop seemed to have been cut by 2.0 silk suture. It was noted that the retention anchors did remain in place while the leads themselves seemed to have "pulled down". Symptoms experienced by the patient during the event were reported as less than 50% therapeutic relief for the low back area and stimulation in the wrong location. On (B)(6) 2013, the physician performed a surgical intervention at which time they pulled out one lead which appeared to have been "completely fractured" by the electrodes. Two new leads were then implanted using new anchors. The patient status at the time of the reported event was noted as alive with no injury/no adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the patient wished to wait until summer to have her revision due to other health issues. It was stated that no further information would be able to be obtained until after that would have happened.

Manufacturer narrative:
Analysis of the lead (lot # va04uc3005) found that the lead body was broken within 10 cm of the connector area. Analysis of the lead (lot number) found no significant anomalies. Electrode #6 and 7 were "open". There was a "crimp" at electrodes 6 and 7. Conductors 6 and 7 were broken. Conductors 0-5 were broken due to over stress. No other circuit were tested due to the condition they were returned in. There were no shorts. Three conductors were broken 3.0 cm from the proximal end. Analysis of one anchor found that it had been cut, but there were no significant anomalies. Analysis of the anchor found that it had been torn. This anchor had a suture impression in the anchor wing. The received event information indicates that both leads had migrated, but only one wing on one of the two returned injex anchors was torn. This seems to indicate that the anchor tore in the process of the lead migrating and was not the cause of the lead migrating. A suture impression could not be identified on the torn wing, whereas there was a suture impression on the intact wing on the other returned injex anchor. (B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID neu_siliconeanchor, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: accessory. Product ID neu_siliconeanchor, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
It was reported on (B)(6) 2013 that a lead had migrated and the patient received less than 50% of therapy relief. It was stated that the location of symptoms was in her lower back, legs and perineum. Reportedly, the patient was reprogrammed and her healthcare provider (hcp) advised her to try the new programs from one to two weeks to determine if they would "sufficiently handle her pain. It was later reported on (B)(6) 2013 that one lead had migrated "downward one level" and the other migrated "completely out of the epidural space". It was stated that the patient had received less than 50% of therapy relief and her symptoms were located on the right and left side of implant, and at the lead location. Reportedly, bi-wing anchors were used for the leads and the healthcare provider (hcp) will use titan anchors following a lead revision that was being scheduled for "(B)(6)". The patient recovered without sequela and if additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.